Manufacturer narrative:
Received one 60-6085-200a opened in original packaging. The lot number of the device - 201907291 was verified. A visual inspection was performed on the device and the green cervical cup, uterine balloon, and blue vaginal cone were completely off the printed v-care tube. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. Swipe finger around the edge of the vaginal cup to separate tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device form the vagina. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal. Upon removing the vcare, the surgeon should visually inspect the vcare device and the patient to ensure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/ components to the vcare cervical elevator retractor; these are the balloon, the forward "cervical" cup, the back or vaginal cup, the locking assembly with thumb screw, and the metal shaft and handle with balloon inflation valve. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-200a was being used during a robotic hysterectomy on (B)(6) 2021 when it was reported "the customer called today from the or stating the product disassembled while inside the patient. Through our discussion we were able to determine that all the pieces were recovered. It was stated that during removal of the uterus through the vagina that the vcare came apart". The procedure was reported as having been completed as planned. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questions assured that all components were removed. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.